Manufacturer narrative:
Date sent to the FDA: 01/09/2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. May we have a copy of operative report for mesh implant, revision and replacement surgeries in 2005, 2007 and 2008? The patient demographic info: age, weight, bmi at the time of index procedure 2005? Other relevant patient comorbidities/concomitant medications? Product code and lot number of the mesh implanted in surgery 2005? Please provide date, indication and surgical findings of revision surgery for the mesh implanted in 2005? Product code and lot number of the mesh implanted in surgery 2007? Surgical findings of mesh replacement surgery in 2007? Product code and lot number of the mesh implanted in surgery 2008? Surgical findings of mesh replacement surgery in 2008? What is physician¿s opinion as to the etiology of or contributing factors to the recurrent bladder prolapse in 2007 and 2008? What is physician¿s opinion as to the etiology of or contributing factors to the events occurred after replacement surgery in 2008 (bleeding, bacterial infection, abscess and mesh erosion into vaginal walls)? What is the patient's current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative reports 2005, 2007, 2008 and 2019? Does ethicon have your permission to contact your surgeons, in the event ethicon would like to contact your surgeons for more clinical information to be used for a product quality complaint investigation? If so, please review and sign release of medical information form attached in order to contact your surgeons for additional information? Adverse event regarding bladder prolapse recurred within 1-2 weeks after first mesh implant in 2005 and revision surgery in 2005 was submitted via medwatch 2210968-2019-87949. Events occurred after mesh # 2 implanted in 2007 and mesh # 3 implanted on (B)(6) 2008 were captured in the related files and submitted via 2210968-2019-87966 and 2210968-2019-87970 accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and the mesh was implanted. The mesh was unsuccessful. It was reported that a week or two after the surgery, the mesh ripped and the prolapse of bladder came back so the mesh had to be redone again. Exact date of revision surgery is unknown. In 2007 the prolapse of bladder returned, the patient had the mesh replaced.